Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tubes, the customer found cracks in the wall of the tube. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The analysis of the customer photos revealed a crack at the bottom of the tube. Additionally, 30 retained samples underwent visual inspection for damages, and all were found to be without issues. Furthermore, 10 retained samples were subjected to functional tests for brittleness, and all passed successfully. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tubes, the customer found cracks in the wall of the tube. There was no health impact or consequence reported.